Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while a patient with diabetes was in the maternity unit of a hospital, she was given a bd autoshield&#10244;uo safety pen needle and was not instructed on how to use it. The hospital also reported that there was no device malfunction, but that the patient misused the device. Although there is was no evidence of device malfunction, this lead to insufficient doses of insulin being administered and the patient went into dka and possibly a diabetic coma thereafter. Additionally, the hospital who reported the incident did not provide any details regarding the patient's medical treatment, however, the likelihood that the patient received treatment for dka is highly likely as a result of alleged misuse of the device.